Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller stated that the patient's implanted device is dead. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller put tss on hold and the call disconnected. Additional information was received from a healthcare provider (hcp). Caller states the pt needs prostate scan but caller notes they were told the system is 'not working' and pt cannot charge their system. Caller did not have further details. Agent reviewed that the most likely scenario is overdischarge and agent reviewed options related to this in the context of full body mris. Caller not with the pt on the phone. Additional information from the patient indicated that they had the ins "charged" too many times; 3 times. They stated they lost the ability to hold a charge, and was told the ins could no longer be charged.